Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The ventilator intereface board was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit was alarming for a ventilator failure. There was no report of patient involvement.